Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the failure is use error due to excessive force on the device. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 02/24/2022, it was reported by a arthrex employee via email that an ar-8988-cp fiberlock suspension system, the fibertak anchor bent during insertion. Surgeon used another kit and case was completed successfully without further issues. This was discovered during a procedure on (B)(6) 2022.